Manufacturer narrative:
Device returned and evaluated by manufacturer. Returned product consisted of an eluvia self-expanding stent system with a .014 guidewire stuck inside. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The handle was open and the proximal inner prolapsed. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage that would have contributed to the deployment issue. A2 age at time of event: patient is over 18 years of age. E1 initial reporter city: (B)(6).

Event description:
It was reported that the stent was difficult to deploy, and the system got stuck on the guidewire. The lesion was 75% stenosed and located in the mildly calcified superficial femoral artery (sfa). A 7x120x130 eluvia self expanding drug eluting stent was selected for the procedure. During the procedure, the delivery system was delivered contralateral over a non-bsc guidewire and deployment was initiated. The physician felt severe resistance when manipulating the handle during deployment and the pull grip was used to deploy the stent. After the stent was deployed, the non-bsc guidewire could not be removed from the stent system. The guidewire and stent system were removed together. It was noted that there was a slight kink on the proximal side of the delivery system. The procedure was completed successfully using the original stent. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: patient is over 18 years of age. (B)(6).

Event description:
It was reported that the stent was difficult to deploy, and the system got stuck on the guidewire. The lesion was 75% stenosed and located in the mildly calcified superficial femoral artery (sfa). A 7x120x130 eluvia self expanding drug eluting stent was selected for the procedure. During the procedure, the delivery system was delivered contralateral over a non-bsc guidewire and deployment was initiated. The physician felt severe resistance when manipulating the handle during deployment and the pull grip was used to deploy the stent. After the stent was deployed, the non-bsc guidewire could not be removed from the stent system. The guidewire and stent system were removed together. It was noted that there was a slight kink on the proximal side of the delivery system. The procedure was completed successfully using the original stent. There were no patient complications reported.